Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure with a use of the device, the jaws were difficult or impossible to open and the device got stuck on tissue while it was plugged into a generator. The jaws were forced open to remove the device. Another device was used successfully with the same generator. There was no patient injury.

Event description:
It was reported that during a procedure with a use of the device, the jaws were difficult or impossible to open and the device got stuck on tissue while it was plugged into a generator. The jaws were forced open to remove the device. It happened upon opening of abdominal cavity. The knife blade did not extend nor protrude beyond the edge of the jaws. Another device was used successfully with the same generator. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.